Event description:
It was reported the brake did not secure the wire. A 1.50mm rotalink plus device was selected for a coronary atherectomy procedure. The device was unpacked and was difficult to advance. During rotablation, the wire moved back due to an issue with the brake. Another 1.50mm rotalink plus was used to complete the procedure. There were no patient complications.